Event description:
It was reported that a motor drive unit needs repair on (B)(6) 2012. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cpc connector was not in the 12 o'clock position. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.